Event description:
Patient representative reported patient experiencing "pain and sensitivity to pressure in breast panic attacks, shortness of breath, bouts of weakness and sleep disorders, which had a significant impact on their everyday life and also ability to work. Wrinkles in the upper chest area, which have developed into severely painful lumps. There were also noticeable skin changes on the arms and décolleté, in the form of painful and itchy pustules, which burst and then remain as skin discolorations. The respiratory problems developed into asthma, which is treated permanently with medication. Had to sleep sitting for six months, otherwise they couldn't breathe. They had also inflamed biliary walls...for the risk of developing cancer they suffered of depression, anxiety, sleep disorders". The reported "bouts of weakness", ¿shortness of breath¿, ¿respiratory problems developed into asthma¿, ¿had to sleep sitting for six months, otherwise they couldn't breathe¿ have been deemed not related to the device. This relates to the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: ¿noticeable skin changes on the arms and décolleté, in the form of painful¿pustules, which burst".